Manufacturer narrative:
(B) (4).the catheters used were 2 37d08r webster catheters lot number 15087532 and 15107081 ((B) (4)) and one 37d03r webster catheter lot number 15103154((B) (4)).the three catheters were discarded by the hospital. No device analysis results are available. The customer does not claim that the catheters malfunctioned.

Event description:
It was reported that on (B) (6) 2010, there was an issue which resulted in the three catheters becoming tangled together in the groin area. Short 6f sheaths from the groin were used. All 3 catheters were introduced through each sheath at the same time. The patient had not previously had the procedure. The procedure had to be abandoned and the patient went to theatre to have the catheters removed from the groin surgically. The patient has recovered and has been discharged from the hospital.